Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the vessel sealer instrument stopped moving, and upon inspection, frayed wires were noted. There were no fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found upon visual inspection that the snake wrist cable was found to be broken and the strands were sticking out that looked frayed to the customer. There was no damage to the conductor wire. Failure analysis also observed that the snake wrist was dislodged and the broken cable was visible at the break. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found.